Event description:
It was reported via repair work order that the power load is not working properly. The cot has to be forcefully pulled to the drivers side in order for the footend locking hitch to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the cot has to be forcefully pulled to the driver¿s side in order for the foot end locking hitch to engage. Upon completion of the investigation it was found that the power load did not malfunction and was performing to specifications. The operations/maintenance manual states to ensure that the cot is locked into power-load by firmly pulling side to side on the foot end of the cot. The issue was resolved for the customer by instructing the customer to do a physical check to ensure that the cot is locked into the power-load as stated in the operations manual.

Event description:
It was reported via repair work order that the power load is not working properly. The cot has to be forcefully pulled to the drivers side in order for the footend locking hitch to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.